Event description:
It was reported that after a da vinci surgical procedure, the insulation was torn on a thoracic grasper instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found various scratch marks at the distal end of the main tube. Material was not removed as a result of the damage. Additional observation not reported was a few of the snake wrist cables were broken. Non-intuitive motion occurred as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.